Event description:
A malfunction was reported with a customer's pump, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted the caller in resetting the pump, and due to recurring issues, arranged for a replacement pump.